Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during a brevera breast biopsy procedure on (B)(6) 2025, "errors occurring during procedure after needle was fired into the patient's breast, unable to clear. Rebooted system several times, error still present. Switched to different needle, attempted to go through setup, error returned. Rebooted system with driver disconnected, error returned when driver was reconnected." The patient procedure was not completed. A hologic field service engineer (fse) was dispatched to examine the system and determined that the system driver needs to be replaced. The fse replaced the driver, tested the system and reports that the system meets all manufacturing standards. No further information is currently available.